Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that the tapes did not hold intra operative after minimal load. All knots opened very easily after five strokes. The surgeon needed to change the surgical technique from pars to krakow seam. The surgery could not be completed in a minimally invasive manner, a larger incision had to be made and an open suture technique used to finish the surgery successfully.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified breakage at one end of the c7299-67 white suturetape component. Receiving inspection paperwork for all sub-components of the suturetape were reviewed, and it was noted that no abnormalities were present in terms of the load testing performed on samples selected from the same batches as either of the components returned for investigation. As such, the root cause is undetermined, but a most likely probable cause can be linked to interference between the suture constructs and the sharp edge of the bone tunnel, and/or through the application of excessive force during tightening.